Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction note: this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of event.

Event description:
It was reported that the clinician was getting an error of invalid file format. The clinician did not have time to trouble shoot and will call back. The patient management system remains in use. No patient complications have been reported as a result of this event.